Manufacturer narrative:
Samples were plasma and serum.customer reported no other system issues or qc issues.service was not requested, this was identified as a sample-related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic c4 results generated by the unicel dxc 800 pro synchron clinical system. The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.